Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to remain static for an extended duration of time, despite pump usage. The customer's blood glucose (bg) was 180 mg/dl at time of report. The customer continued to use the pump for insulin therapy.